Manufacturer narrative:
Software analysis completed. Exam archive was reviewed but provided insufficient information to determine root cause of the reported behavior. Opened the archive and ran the patient registration task using the saved trace pattern (331 points). On machine, the time to compute the registration skin model was 5.6 sec and the time to solve for the transformation was 9.4 sec. Error related to failed acquisition of blobs was observed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the system was delayed in computing the accuracy metric during trace registration. Instead of taking about 5-10 seconds, it was taking 30-45 seconds. Trace registration was performed using demo lee with no delays in computation of the accuracy metric. The system still has 82% storage available. Upon looking at the images loaded for the case, there were 4 scans loaded with one being not optimal for stealth due to the thickness of the slices. The amount of scans and with one being not optimal could be the reason for it taking longer to compute the accuracy metric. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that there was a delay to computation of the registration metric. A nurse at the site confirmed that there had been several exams merged in the software. There was no reported delay to the procedure. There was no impact to the patient. It was later reported that after using the passive planar probe to trace the face of a patient, it took longer than usual for the system to determine the accuracy metric. Typically, it is very quick to come up with this metric, usually 5-10 seconds. It took 30-45 seconds for the system to produce the accuracy metric. It took the resident 4 attempts to get an accurate registration, a 30-45 second delay in between tracing is not considered a delay to this account. The manufacturer representative was able to go to the account, pulled the logs (these have been sent in), and took a look at the storage space left as well as the number/type of scans that were download for the case. The system still has 82% of it¿s storage space remaining. A test trace registration with demo lee was performed to see if the slow computation could be recreated. The account¿s routine is to load 3-4 images for each patient. All 4 images were merged. One of these images was not optimal for stealth. The number of images and the fact one of those images was not optimal due to spacing, may have been a factor in the amount of time it took the system to compute the accuracy metric. The case proceeded without issue and the system remained accurate.